Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that an inclusive tapered implant failed. The implant was placed on (B)(6) 2020 at tooth location #4. The patient returned on (B)(6) 2020 for a follow-up visit. After examination, the doctor noted that swollen tissue, pus and infection at the implant site. The doctor also noted that the implant was loose, and that implant had failed to osseointegrate. It was at that time that the implant was removed. The patient's symptoms were relieved after the implant was removed. The patient is currently reported to be healing well, and is waiting to re-implant. The patient has type ii bone quality, and no relative medical or dental history. There was no abnormality noted with the implant itself.